Event description:
I was prescribed a wheelchair with a smart drive power assist add-on with a control dial which I received in late august. A power assist is meant to propel the wheelchair for you, meaning it uses a motor to push you forward. This add-on has proven dangerous, as it has tipped me out of my chair and continues to move me forward, even when I turn it off. I have been driven into oncoming traffic because it refused to stop. While I was able to manually stop myself before injury occurred during that incident, I am scared to think of what could have happened, and I have received bruising from being run into a door frame. Plus, I have received scraped knees because the unit refuses to stay on the bracket, resulting in my chair tipping over and me falling to the ground. I reached out to permobil, the manufacturer, and they only directed me to my local wheelchair distributor citing a faulty dial. While I am awaiting a new dial, I have reached out to other wheelchair users only to discover this is seemingly a universal issue that is not fixed with a new unit or new dial, as the replacements till have these issues. Many other users have reported being pinned up against walls, driven into traffic, or run into furniture because the smart drive won't stop when turned off.